Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture broken.

Event description:
Note: this report pertains to the second of two speedband superview super 7 that were used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During preparation, upon opening the packaging of the device, it was noticed that the suture holding the bands in the ligator cap was loose and unkempt. A second speedband superview super 7 was opened and unpacked; however, the suture also was loose and unkempt. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.